Event description:
Following the completion of a cryoablation procedure, a consultant ir reported that the ice balls did not appear as large on imaging as in previous cases when he had used iceedge needles. A visit was requested by the customer for an engineer to check the seednet system; this visit was conducted on (B)(6) 2013. The physician is not certain if the procedure was completed successfully. The distributor subsequently replaced the dryers on the system.

Manufacturer narrative:
The needle was not returned so an investigation could not be completed. A service call was scheduled for the cryoablation system and preventive maintenance was conducted. All of the pm parts were replaced and the system was inspected and found to be in good working order. The distributor subsequently replaced the dryers in the system again as they couldn't find any other issues with the system. No root cause or malfunction could be confirmed. The physician will evaluate the success of the treatment during pt follow-up visits. Galil medical will submit a follow-up report if additional information becomes available.